Manufacturer narrative:
(B)(4). Method: the complaint infant warmer head was not returned to fisher & paykel healthcare for evaluation. Our investigation is based on photographs of the damaged warmer head and our knowledge of the product. Results: the photographs provided showed fracture lines on the side of the head's upper case. Plastic chipping was also present on the bottom edge of the upper case. Crazing was apparent on the dome portion of the head. Based on our knowledge of the product and this failure mode, it is likely that the observed damage on the warmer head is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the heater head begins to warm up during use a chemical reaction with the incompatible cleaning solution results in gradual crazing and cracking of the heater head. No discrepancy was noted when the warmer's production record was reviewed.. The warmer was released for distribution in january 2005 and is thus eleven years old.. The infant warmer service manual for the affected unit features a diagram of the infant warmer which highlights polycarbonate and acrylic components and states the following: "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, gluteraldehyde or cleaning products with a greater than 30% alcohol base"; "caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces." We have since revised our cleaning instructions to recommend specific proprietary cleaning wipes. The healthcare facility was sent a replacement upper head case and the subject warmer head is currently being repaired by the facility and will be put back into service after passing the required electrical safety and performance tests.

Event description:
A healthcare facility in (B)(6) reported that an iw934 cosycot infant warmer had a cracked head case. This was found before patient use.